Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump wouldn't go through the load fill tubing process despite insulin drips being observed exiting the infusion set tubing. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 120 mg/dl.